Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device showed the housing was bent and cracked. The examination of the battery compartment showed the battery holder was damaged. The testing determined the low battery indicator stayed lit with a new battery. Once the alarm board was replaced the alarm functioned as expected. The issue was determined to have been caused by damage during use.

Event description:
Information was received that a smiths medical pneupac ventipac ventilator keeps alarming low battery even though the battery has been changed. No adverse effects were reported.